Event description:
Patient had intrathecal pump placed in 2007. Returned the following month with csf leak. Multiple revisions were attempted. Four days later, he was seen in ER with meningitis. Intrathecal pump removed. Dates of use: 2007. Diagnosis or reason for use: spasticity status post c5 fracture.